Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer reported that due to not being able to use insulin pump and not able to view blood glucose, paramedics were called and customer was taken to the emergency room. Customer's blood glucose was 300 mg/dl. Customer was treated and released. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing. The pump was received with intermittent buttons due to moisture damage at the keypad traces. The pump was received with a cracked case at the display window corners, a display window, a cracked reservoir tube lip and battery tube threads, minor scratches on the display window and a missing end cap sticker.